Manufacturer narrative:
(B)(4) - although a possible temporal relationship between the diagnosis of yeast peritonitis and the fresenius products exists, there is no documentation supporting a causal relationship between the fresenius products and the event of yeast peritonitis. The patient underwent peritoneal dialysis catheter removal and transitioned to in center hemodialysis. The course of this hospitalization is unknown. Additionally, there is no allegation of device malfunction and the association of yeast peritonitis and the patients hospitalization. The device was not returned to the manufacturer for physical evaluation, and the serial number was not able to be obtained to date. An investigation of the cyclers delivered to the customer for the product were reviewed and the cycler number was not able to be determined. A cycler is not released unless the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis nurse reported that the patient was hospitalized on (B)(6) 2017 due to abdonimal pain. The patient was still in the hospital as of (B)(6) 2017. A follow up call was made to the nurse who clarified that the patient had contracted a yeast peritonitis following the initial bacterial peritonitis in february. The patient's pd catheter had been removed and she was transitioned to hemodialysis.